Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited low pacing impedance. During capture threshold testing the lead exhibited loss of capture even at 4.5 v output. The patient was asymptomatic. The lead tested fine during routine device change out procedure and remained implanted. The patient was stable and doing very well.